Event description:
This case was reported by a consumer and described the occurrence of aortic aneurysm in a pt who received polident denture cleanser tablets for denture discoloration. A physician or other health care professional has not verified this report. Concomitant medical condition included smoking. Concurrent medications included plavix and toprol. In 2001 the pt started using polident. In 2004, the pt experienced an aortic aneurysm. Pt was taken to the ER and subsequently hospitalized; their aorta was removed and replaced and the event resolved. While in the hosp pt was also diagnosed with diabetes, pneumonia and high blood pressure all of which are ongoing events. Pt also lost about 30 pounds during their hospitalization. The pt is currently using 3 unspecified inhalers and 12 different unspecified medications since being discharged from the hosp november 2004. Treatment with polident was continued.